Event description:
The device was explanted due to erosion.

Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc., crmd. Eval summary: analysis found the device to function within normal product. The time interval between the original implant and the reported erosion eliminates the initial sterilization cycle as contributing factor. Quality records reviewed